Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No reservoir compartment anomaly noted during testing. The insulin pump was received with severely scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer's spouse reported via phone call that the reservoir was stuck in the reservoir compartment. The customer's spouse reported that they were unable to remove the reservoir from the reservoir compartment. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.